Event description:
The hosp reported that during a case, the scope lens was discovered to be cracked. Since there wasn't another scope available, the case was completed with an open leg approach. There were no pt complications reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.